Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported connector on infusion set cannula housing is very difficult to disconnect when needing to remove site to shower event occurred on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully.